Event description:
It was reported that an atherectomy procedure using the atherectomy hawkone s device was performed via proximal access to the right proximal anterior tibial artery to treat a calcified lesion with minimal tortuosity, a lesion length of 40mm, and a vessel diameter of 3.5mm. A 70cm 6fr non-medtronic sheath and a 300cm .014 non-medtronic guidewire were used. The vessel was pre-dilated with a 3x80 nanocross pta balloon. The hawkone s device was used for 20 plus passes easily. Physician stated he only cut in 2 planes. Resistance was reported when removing the device at the end of the procedure while it was inside the sheath, and the device was pulled with a little force. Wire wrap was reported. During removal, the device broke at the distal end with tip detachment occurring, and the broken fragment remained within the sheath. Physician was able to safely remove wire and sheath with broken fragment inside sheath. Physician used another sheath to take post-op pics to assure vessel was free of fragment. The procedure was aborted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.